Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer was taken to the emergency room, and was subsequently admitted into the intensive care unit (ICU) with a blood glucose level of 300 mg/dl, diabetic ketoacidosis, and reported vomiting and hallucinations. Customer was treated with intravenous fluids of saline and insulin. Multiple follow up attempts were made to obtain further information, however, no response was received by the customer. No additional information was provided.